Event description:
Patient underwent dual chamber pacemaker implantation. During placement of pace/sense lead, provider wanted to reposition lead, lead was turned counterclockwise and during this process, the helix dislodged from the lead and remained in the septum. Chest x-ray (cxr) completed on (B)(6) and (B)(6) confirmed that helix has not moved.